Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor turned on and patient got a small shock. It was found out that the remote monitor was working. The monitor would remain is use. However, a new reader was sent to the patient. No patient complications have been reported as a result of this event.